Manufacturer narrative:
(B)(6). Investigation: batch history (DHR) analysis, maintenance records and quality notifications were performed and no deviation was found for this lot. No photos / samples were taken by the client for evaluation, it was not possible to carry out an investigation and determine the root cause for the incident. The production processes are validated according to the defined acceptance criteria. In this way it is not possible to confirm the claim.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with plunger on the syringe is broken.